Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the ultrasonic probe medium leakage could not be determined, as the device was not returned to olympus for evaluation. An olympus endoscope support specialist (ess) was dispatched to the facility and performed reprocessing/infection control training per information referenced in the device user manual and reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic probe had oil leaking from the radial probe during ethylene oxide (eto) sterilization. It was also reported that the sterile pouches had oil stains. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6)

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscope support specialist (ess) visited the facility and discussed the reprocessing process and scheduled an observation on 12oct2023. During the scheduled observation, a radial probe reprocessing and infection control in-service was performed. The ess also observed manual cleaning and preparation of the scope for eto. The ess covered infection control information referenced in the user manual and reprocessing manual. The customer uses a non-olympus eto sterilization company to sterilize radial probes and it was recommended that the customer contact that manufacturer for its proper use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.